Manufacturer narrative:
(B) (4). (B) (4). The product was discarded at the facility, the lot number was not identified; therefore, lot history record review could not be performed.

Event description:
Customer reported extension set leaking on the straight portion of the tubing, below, the smartsite needle-free valve near the hub. Leak occurred shortly after start of infusion. No pt harm reported. Although requested, no further pt/event info was provided.